Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer woke up with a no delivery alarm on the insulin pump. Customer changed the infusion set and fixed it. Customer's blood glucose level was 352 mg/dl and customer took a correction. Customer just tested and her blood glucose level is 405 mg/dl. Customer gave the original correction with a pen and took food bolus with the pump. Customer has a backup plan and has treated for her high blood glucose levels. Customer stated that the drive support cap is flush. Customer reported that she ran 8u into her hand and it only gave a few small drops, but when she ran 5u this morning, she got more insulin. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, and a cracked reservoir tube lip.